Event description:
Related manufacturer reference number:2017865-2021-33063, related manufacturer reference number:2017865-2021-33064. It was reported that the patient presented with an infection. Local swelling, pain, and a fever were noted, and it was discovered that the patient was extremely allergic to the implant. The entire system was explanted. There were no patient consequences.